Event description:
The customer was admitted to the hosp and released the next day. It was stated that the pump was placed in suspend and customer was given dextrose to raise the bgs. The set was changed while customer was in the hosp and indicated that the reservoir volume was lower than expected. The customer also indicated that the bgs were low for three days. The dr lowered the basal rates and the bgs have been running high for the last few days. The sets again were changed due to high bgs. Troubleshooting was performed. The high-pressure test could not be peformed due to the lack of tubing clamp.